Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was refilling cartridges. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance from technical support regarding the issue.